Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel sds with stent. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon. Microscopic examination revealed that the first four distal rows of struts were flared, bent and overlapping. Microscopic examination and tactile inspection presented no damage or irregularities in the shafts of the device. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube of the device. Microscopic examination inspection presented no damage or irregularities to the distal tip. Microscopic examination inspection presented no damage or irregularities to the balloon material or balloon bonds. Microscopic examination inspection presented no damage or irregularities to the markerbands. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the heavily calcified and tortuous left anterior descending (lad) artery. The physician attempted to cross the lesion with a 32 x 4.00mm rebel bare metal stent; however, significant pushing of the stent occurred and the stent accordioned down on itself. The device was exchanged and the procedure completed with a 4.0x30mm non- bsc stent. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in the heavily calcified and tortuous left anterior descending (lad) artery. The physician attempted to cross the lesion with a 32 x 4.00mm rebel bare metal stent; however, significant pushing of the stent occurred and the stent accordioned down on itself. The device was exchanged and the procedure completed with a 4.0x30mm non- bsc stent. No patient complications were reported.